Event description:
Two implants were placed 6/12/96. 2nd stage restorative dds went to take the impression and one of the two implants was discovered to be mobile. Implant will be removed when replacement implant arrives. One person affected.